Event description:
As reported by the patient¿s attorney, a vesica sling system (MFR report # 3005099803-2014-01641) and a protegen sling (MFR report # 3005099803-2014-01640) were implanted into the patient on (B)(6) 1997. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.